Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4193 implantable pacing lead (B)(6) 2003; 4568 implantable pacing lead (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had noise that led to inappropriate ventricular fibrillation detection but no resulting therapy. The noise artifact was only present on the ventricular sense amp channel. The rv lead is still in use. No patient complications have been reported as a result of this event.